Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc advised the customer about correct spin times and instructed the customer to run a precision testing on a patient sample and quality controls, all of which resulted within range. Upon follow up, the customer stated that no further issues occurred with the instrument. The cause of the discordant, falsely low na, k and cl results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.